Event description:
It was reported that during a common bile duct (cbd) stenting treatment procedure, stent migration occurred. The target lesion was a 75% stenosed, 7.5x57mm located in the slightly calcified, moderately tortuous common bile duct. The lesion was pre-dilated with a 7x60mm mustang balloon dilatation catheter, by inflating to 10 atm once. The residual stenosis was 60-70%. The 8x60x750mm sentinol biliary stent was deployed in the target lesion. Though during the withdrawal of the stent delivery system, the catheter was unable to move and the stent was moved slightly to proximal site. The physician inserted a wire into the stent cell and pulled back slightly and no other action was taken. The stent was fully deployed and well apposed. The stent delivery system was removed without any resistance and the procedure was completed. No further patient complications were reported and the patient¿s status is listed as stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a common bile duct (cbd) stenting treatment procedure, stent migration occurred. The target lesion was a 75% stenosed, 7.5x57mm located in the slightly calcified, moderately tortuous common bile duct. The lesion was pre-dilated with a 7x60mm mustang balloon dilatation catheter, by inflating to 10atm once. The residual stenosis was 60-70%. The 8x60x750mm sentinol biliary stent was deployed in the target lesion. Though during the withdrawal of the stent delivery system, the catheter was unable to move and the stent was moved slightly to proximal site. The physician inserted a wire into the stent cell and pulled back slightly and no other action was taken. The stent was fully deployed and well apposed. The stent delivery system was removed without any resistance and the procedure was completed. No further patient complications were reported and the patient¿s status is listed as stable.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection of the complaint device presented that the tuohy was in the opened position. The outer shaft was kinked 10cm and 19cm from the exterior hub. The stent was not returned for analysis, which is consistent with the reported information. Functional testing of sheath retraction was performed by rotating the tuohy to the closed position and moving the interior hub and inner shaft support up and down without encountering any unusual resistance. There was no evidence of any product quality deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).